Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead exhibited oversensed noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.